Manufacturer narrative:
There were no low energy shocks delivered to this patient who will continue to be monitored. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has experience two occasions where this system delivered six inappropriate shocks. Device interrogation identified a code 1005 due to a shocking impedance measurement greater than 145 ohms. A review of the device data from both episodes identified impedance measurements of the first five shocks were within normal limits; however, the sixth shock in both events was with reversed polarity and was greater than 125 ohms. Device reprogramming was performed. A boston scientific technical services consultant discussed the clinical observations with a boston scientific engineer who performed a download of the device data. The engineer indicated there could be a device hardware issue and/or a small lead fracture. A memory download and delivery of a 1.1j shock in initial and reverse polarity and another 1.1j shock was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced two occasions where six inappropriate shocks were delivered. Device interrogation identified a code 1005 due to a shocking impedance measurement greater than 145 ohms. A review of the device data from both episodes identified impedance measurements from the first five shocks were within normal limits; however, the sixth shock in both events was with reversed polarity and was greater than 125 ohms. A boston scientific technical services consultant discussed the clinical observations with a boston scientific engineer who performed a download of the device data. The engineer indicated there could be a device hardware issue and/or a small lead fracture. Device reprogramming was performed and the physician was going to continue to monitor this patient. Four months later, the patient was being followed for a routine check and code 1005 was noted again. The device was at elective replacement indicator (eri); however, the patient reported not hearing any tones. Three months later, the device was removed from service and replaced. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.